Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right common iliac artery with mild calcification and 80% stenosis. The 8x39 mm omnilink elite stent delivery system (sds) was advanced to the lesion and deployment was started. During deployment the balloon watermelon seeded out of the stent before deployment was complete. The balloon was deflated and it was attempted to pull the balloon back into the stent but this was unsuccessful. The stent was dragged back with the delivery catheter to the external iliac artery where it was ultimately deployed. No portion of the stent is located inside the target lesion. A second omnilink elite stent was deployed without issue in the original position in the common iliac artery. No additional information was provided.